Manufacturer narrative:
Rec'd add'l info (B)(6) 2014: original surgery date (B)(6) 2009.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly without trauma or special burden sudden pain of the right hip joint while bending of the right leg. Neck fracture of the profemur stem. Revision has taken place.